Event description:
Healthcare professional reported that approx 10 years post implant the valve was explanted due to tissue ingrowth that prevented the disc from complete movement. The pt also had an aortic aneurysm and a st jude conduit was implanted. The valve is being returned for analysis.